Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater then 3,000 ohms. It was noted the rv lead would only pace and sense in unipolar configuration. The lead was surgically abandoned and replaced. The new lead remains in service. No additional adverse patient effects were reported.